Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing intermittent, random shocking sensations due to high impedance. The patient underwent a replacement procedure and was doing well postoperatively. The explanted lead was not released by the facility.